Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had undergone a high risk implant with several post-operative issues and will likely not leave the ICU/hospital. The patient had right heart failure requiring milrinone and sildenafil for over 14 days post implant. The patient is no longer on vasodilators but is still vented via tracheostomy and sometimes just the trach tube (off vent), which the patient tolerates well. The patient has bacteremia (gram negative rods) and pneumonia which is being treated with unspecified antibiotic therapy. The patient is on hemodialysis for renal failure. She has experienced gastrointestinal bleeding (gib) diagnosed by colonoscopy and esophagogastroduodenoscopy. Her international normalized ratio (nr) goal is 2-3. A double balloon procedure is planned for the gib and octreotide therapy is being considered. The patient has received several units of blood in the past 5 weeks to maintain her hemoglobin and hematocrit. The pump parameters are within normal limits and it seems to be "functioning fine." No further information is known at this time.